Event description:
This is the first of two reports on the same event involving two lenses, one lens is sphere and the other is toric. Refer to medwatch 2604128-2010-00002 for a description of the second part. It was reported to coopervision from a (B)(6) customer that on october 11th, a pt was dispensed a single proclear sphere lens. The pt complained of redness after wearing the lens for 1 to 2 days. On october 26th, the pt was diagnosed with opacity (cloudiness) of the cornea and was sent to the doctors who confirmed the original diagnosis. There was no indication of any medication being necessary to treat the pt.

Manufacturer narrative:
This is the first of two reports on the same event involving two lenses, one lens is sphere and the other is toric. Refer to medwatch 2604128-2010-00002 for a description of the second part. Method, results and conclusion: the original lens was inspected and confirmed for incorrect diameter. The incorrect diameter would only make the lens a looser fit and in no way cause oxygen flow loss to the cornea. The incorrect diameter does not relate to the event. This case is reported as corneal opacity. Corneal edema occurs when fluid accumulates in the corneal stroma, disrupting the normal lamellar structure and causing a loss of transparency. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.